Manufacturer narrative:
(B)(4). Method - work order search results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 1.50/+3.00/x046 diopter implantable collamer lens in the patient's right eye on (B)(6) 2015 excessive vaulting with significant reduction of indo-corneal angles and a unreactive pupil. On (B)(6) 2015, the lens was explanted and this time not replaced.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found that lens measurements were within specifications. (B)(4).